Event description:
The customer went to the emergency at the beginning of the year and requested to be reimbursed the co-payment. There was no more information available on the event at the time of call.